Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. The implantable cardioverter defibrillator was found to be in backup vvi mode. The patient was brought in the clinic at a later date for further troubleshooting. The device was reprogrammed and the issue was resolved successfully.